Manufacturer narrative:
(B)(4). Physio further evaluated the removed therapy pcb assembly and found the cause of the reported failure to be an integrated circuit chip, designator u40.

Event description:
It was originally reported that the device had failed its user test and logged a fault code. The device was evaluated and the therapy pcb assembly was replaced. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. After further evaluation of the therapy pcb assembly, it was observed that an "abnormal energy delivered" message appeared during testing and the pcb assembly would not deliver any defibrillation therapy. There was no patient use associated with the reported failure.